Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2015. A review of the device history record has been completed. No deviations or non-conformances noted. The event of neurological symptoms is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being diagnosed with a neurological disease, specified as "auto immune myopathy.¿ side was unspecific, this record represents the left side. Patient and healthcare professional additionally reported a left side deflation. Device remains implanted.